Manufacturer narrative:
Correction: section g3 ¿ the awareness date should have been 8 march 2024 rather than 4 march 2024.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited noise oversensing due to electromagnetic interference (emi). No intervention was performed. The patient was in stable condition and will continue to be monitored.